Event description:
Report 1 of 2. The customer contact reported the device was found delivering at a rate different than the originally programmed rate. The mother was admitted to the labor and delivery unit for induction of labor. At an unspecified time, the device was programmed to deliver pitocin 30u/500ml, at a rate of 2ml/hr, with a vtbi (volume to be infused) of 500ml and the delivery was started. The customer contact indicated that the pitocin rate was titrated every 30 minutes based on fhts (fetal heart tones). At 1215, the physician entered the patient room for a routine assessment. The mother was having uterine contractions every 3 minutes and the fhts ranged from 140's to 150's bpm (beats per minute). At this time, the device was noted to be delivering at a rate of 6ml/hr. At 1222, the nurse noted that the mother was having uterine contractions 1 minute apart and that the fhts had decreased to 120's bpm. At this time, it was noted that the device displayed the rate of 50ml/hr. The delivery was stopped. The physician was notified. The mother was placed on her left side and was treated with an unspecified bolus of IV hydration fluids and oxygen via a mask. At 1226, the fhts ranged between 100 bpm and 130 bpm. At 1230, the fhts had returned to the baseline of 150 bpm. At 1235, the mother's contractions had returned to every 2 to 3 minutes. The device was removed from clinical service. At an unspecified time after the delivery of the baby, the pitocin therapy was resumed using a replacement device. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.7ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). The device passed the keypad and control knob tests. The device maintained the programmed rate throughout the testing procedures. The technology of the plum xlm list 11859 does not contain a pump history that provides past programmed settings. Hospira is unable to confirm if the pump had been programmed with the customer's report that the rate was programmed at 6ml/hr and switched to 50ml/hr. Based on the data verified, hospira could not attribute the issue to the device. (B)(4)